Event description:
It was reported that (1) er320 was used during a bladder procedure. It was reported by the affiliate that the device was spitting clips. A new device was opened to complete the case. There was no consequence to the patient.